Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint for which MFR report # 2031642-2021-04596 was submitted.

Manufacturer narrative:
B4:05aug2021. Attempts were made to obtain further information regarding the device repair information. The service history record was reviewed, and no repair information was found. To date, no further details have been received. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer contacted product support, and the caller stated that the unit has a faulty nav ring. The customer reported that the unit was not in use on a patient.